Event description:
A malfunction on the pump was reported by the caller, but no notable events occurred before this issue. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support provided pump reset information and assisted the caller in resetting the pump, after which the malfunction code did not recur. It was determined that the customer could continue using the pump and was advised to call back if the issue recurs.